Manufacturer narrative:
Visual and microscopic analysis of the returned device identified: brown particles on shell, flat creases, curved openings with striated edge on anterior side, an extended sharp opening on posterior side(a dimension measurement in the shell was performed which identify the thickness within specification) and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening. Curved striated openings assessed as surgical damage.

Event description:
Patient reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device remains implanted.

Event description:
The device has been explanted.